Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was not close. A field service engineer replaced printed circuit board assembly remote manager board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator failed and door unable to open. The customer reported that the malfunction occurred when user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.